Event description:
The case states that an arc endocuff aec120 came off mid-procedure. Medivators sales representative stated that the endocuff detached from the distal end of the scope while the physician was performing colonoscopy procedures. The device had to be removed from the colon using a roth retrieval net which delayed the procedure. It was reported there was no harm to the patients. This complaint will continue to be maintained within medivators complaint system.